Manufacturer narrative:
This complaint is from a literature source. The following literature citation has been reviewed: li yuling, pei xiaoling, yan lin , duan fang hanxiong liu. Comparison of efficacy and recurrence of high-power ablation and conventional radiofrequency catheter ablation in patients with atrial fibrillation. Practical hospital clinical journal. March 2022. Vol 19 no 2. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref #: (B)(4).

Event description:
This complaint is from a literature source. The following literature citation has been reviewed: li yuling, pei xiaoling, yan lin , duan fang hanxiong liu. Comparison of efficacy and recurrence of high-power ablation and conventional radiofrequency catheter ablation in patients with atrial fibrillation. Practical hospital clinical journal. March 2022. Vol 19 no 2. Objective/methods/study data: an article presenting results of a study conducted to investigate the clinical efficacy and post-operative recurrence of high power radiofrequency (rf) ablation versus conventional power rf ablation in the treatment of atrial fibrillation (af). The study had a total of 117 patients with af who were admitted at the hospital facility in chengdu, china between aug 2019 to dec 2020. They were divided into group a (n=60) who were treated with high-power rf ablation, and group b (n=57) who were treated with conventional-power rf ablation. Group a demographic data: 43 are male, 17 are females, with age range of 70.39 +/- 3.11 years. Group b demographic data: 39 are male, 18 are females, with age range of 71.24 +/- 2.67 years. Majority of both groups had paroxysmal af and some with persistent af or both. Both groups also had co-morbidities of hypertension, diabetes, and coronary heart disease. Cartotm 3d system was used together with the thermocool st-sf catheter and lasso catheter for the ablation procedure. However, it is unclear from the english translation of the article if all these devices were used for the ablation procedures of groups a and b. The following outcomes were measured for comparison between groups a and b: (1)radiation dose indicators, (2)duration of ablation operation, (3)surgical complications, (4)recurrence rate of af after 3 months of follow-up. In addition to the aes below as the listed complications of the high and conventional rf ablation procedures, there is also a mention of 3 cases of 'gas explosion' (2 from group a, 1 from group b). Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: thermocool smarttouch sf catheter. Other biosense webster devices that were also used in this study: cartotm 3d system (visitag), lasso catheter. Non-biosense webster devices that were also used in this study: no other devices mentioned. Adverse event(s) and provided interventions: qty 3 pericardial tamponade - 3 out of 60 subjects from group a had this complication. No one from group b experienced this ae. No other information provided for any intervention, patient outcome. Qty 4 atrioesophageal fistula - 4 out of 57 subjects from group b had this complication. No one from group a experienced this ae. No other information provided for any intervention, patient outcome.